Event description:
It was reported that stent damage occurred. The target lesion was located in a non calcified unspecified vessel. A 38mm x 3.50mm promus premier¿ stent was selected. When the physician tried to insert the device into an unspecified guide catheter, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in a non calcified unspecified vessel. A 38mm x 3.50mm promus premier¿ stent was selected. When the physician tried to insert the device into an unspecified guide catheter, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged in the center of the stent. Struts on two rows were raised vertically off the balloon material. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).